Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that leakage occurred during use with a 3ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "caller reported insulin leaking out from syringe and needle connection. No fill resistance reported for this issue. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot # - unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Resolution - caller no longer has product. Called declined being contacted by bd. Customer filled cartridge with remaining insulin in syringe and completed load." 2 occurrences were reported. 1 of 2 complaints. This report is for the issue with syringe, another report has been done for the needle.